Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings coming out that broke off from inside the tampon while using - vagina [foreign body in reproductive tract] little string broke off from inside tampon [device breakage] consumer contacted via e-mail and stated that while using the tampons, she had little strings coming out of her that had broken off from inside the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Strings coming out that broke off from inside the tampon while using vagina [foreign body in reproductive tract]. Little string broke off from inside tampon [device breakage]. Consumer contacted via e-mail and stated that while using the tampons, she had little strings coming out of her that had broken off from inside the tampon. No serious injury was reported.